Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient infusion of intravenous (IV) fluids with a high concentration of potassium (125cc/hr.) With a spectrum iq pump, the patient experienced a blood potassium level that "remained low for several hours". It was further reported the patient did not receive the IV fluids. According to the reporter the cause of the non-delivery of potassium was due to the blue camp being engaged when out of the machine. The reporter stated they did hear the pump alarm once, but they did not answer the alarm (someone else did) and the pump did not alarm again for several hours of the non-infusion. At the time of the report, the patient was recovered from the low potassium level. No additional information is available.